Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use. Device not returned.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which an accessory broke while using the device. There was no patient involvement; no patient impact.